Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated, that she was hospitalized for high blood glucose and the reading was over 1000 mg/dl. The customer stated, she was wearing the infusion set for three days and she did not change it, when she experienced the high blood glucose levels. The customer also stated the buttons were not responding on the insulin pump. Nothing further was reported.